Event description:
It was reported that bd¿ 60ml catheter tip syringe plunger is broken. This occurred on 2 occasions before use. The following information was provided by the initial reporter: base of the plunger is broken. Information received by email on 6/11/2019: the incident was noticed before the use.

Manufacturer narrative:
Investigation: two (2) samples and three (3) photos were provided by the customer for investigation. The two (2) returned samples were examined visually using unaided vision. Both samples were found to have part of the thumb press broken off. Three (3) photos were also provided by the customer. One (1) photo shows the two (2) non-conforming units in blister packs. It can be seen that the thumb presses have a piece broken off. The second (2nd) photo shows the top web of a blister pack providing the product information. The third (3rd) photo shows the bottom web of one (1) of the blister packs providing the batch number. After being molded the plunger rods were damaged before packaging during the manufacturing process. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute causing damage to the rods. Another possibility is that the plunger rods were damaged during the insertion process into the barrel. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full which reduces the risk of damage. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ 60ml catheter tip syringe plunger is broken. This occurred on 2 occasions before use. The following information was provided by the initial reporter: base of the plunger is broken. Information received by email on 6/11/2019: the incident was noticed before the use.